Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had no pulse in right foot and leg was mottled. The patient was taken to cardiac catheterization laboratory where angiography showed thrombus in the right iliac with slow flow distal to the impella sheath. Decision made to remove the impella and perform thrombectomy to remove thrombus in attempts to save the leg. It was noted that the explanted impella pump was not saved.

Manufacturer narrative:
The investigation for the reported thrombus and limb ischemia issues has been completed. The impella device was discarded by the customer, therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The data logs confirm the low flow/suction events. The root cause of the low flow was most likely ingested biomaterial as the clinical reported a thrombus. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Corrections to the initial MFR report: g1-MDR reporting contact last name updated, email updated. Component code changed to 925.